Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The patient presented with acute myocardial infarction. Following pre-dilatation with a 15mm x 2.5mm balloon catheter, residual stenosis was about 90% stenosis. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, a strong resistance was felt when inserting into the guiding catheter. The device was removed from the patient and it was noticed that the distal stent edge was rolled up. The procedure was completed with a 3.0mm x 28mm non-boston scientific stent. There were no patient complications nor injuries reported.